Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14789. It was reported that the patient experienced partial coverage due to high impedance on one of the leads. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post operatively. It is unknown which lead had the high impedance. Hence, both leads are being reported.

Event description:
Related manufacturer reference number: 1627487-2021-14789. Related manufacturer reference number: 3006705815-2021-03176. Additional information received indicates that during the surgery the ipg also showed high impedances. It was noted that the port plug had fallen out. In turn, the ipg was also explanted and replaced with a new ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.